Event description:
Washer/decontaminator heating element caught fire upon completion of a cycle. Service rep evaluated unit on same day as the fire & recommended unit be deleted from operation as washer does not have safety features to alert operator of an over temp. Status. Another service rep evaluated unit on 3/31/97 & recommended same. Field rep. Evaluated unit on 4/10/97 & found 1 non-functioning ventilator fan & 2 questionably functioning fans, contactor unit welded closed, all of which should be checked on routine preventative maintenance. However, the question of missing safety features remains. Unit does not appear to possess any thermal-overload safety device. A retrofit kit is available from co now, indicating there has been a need for a kit to be installed elsewhere. This retrofit kit costs $5,700.20.